Manufacturer narrative:
The failure investigation has been completed and the alleged pump history issue was verified while based on the analysis, the alleged battery issue could not be verified.

Event description:
It was reported that the pump history was missing data despite being in use. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.